Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high and low blood glucose levels. The customer did not provide the symptoms regarding high blood glucose. Customer had blood glucose as high as 530mg/dl and low as 39 mg/dl. Customer was a brittle diabetic and had a lot of trouble maintaining his blood glucose level in auto mode. Customer also stated that they take extra insulin while in auto mode for corrections. The customer was treated for the high blood glucose with insulin pump. Customer¿s blood glucose was 129 mg/dl and sensor glucose and blood glucose difference was 69 mg/dl. Troubleshooting was done and customer stated that their blood glucose and sensor glucose levels were not in acceptable range. Sensor glucose was lower than blood glucose. Insulin delivery was suspended due to sensor glucose values. Sensor glucose value that triggered the suspend event was 69 mg/dl. Suspend on low limit in sensor settings was 69 mg/dl. The device will not be returned for analysis.